Event description:
Planned procedure was a robotic assisted aorto-bifemoral bypass. The laparoscopic dissection progessed without incident and all anatomic structures were dissected and made ready for the vascular portion of the operation. The pt was heparinized and the aortic clamps were applied with the safe locks of the clamps closed. Seconds later, the proximal clamp scissored or slipped from the aorta and dark, non-pulsatile, venous-type bleeding developed. The bleeding was immediately controlled with pressure applied over the bleeding site and the procedure was quickly converted to an open operation. Exploration of the retroperitoneum showed a tear in the left renal vein in the segment that crosses over the aorta. The venous injury was repaired and the bleeding ceased. Although the pt died, it is unk if the device incident was contributory. Therefore, this report is submitted as voluntary.

Event description:
Add'l info received from MFR 4/18/03: when they first talked to the hospital in 2/2003 , the day after the incident, they were told the open procedure was completed with no problem, and that the aorta might have been calcified and therefore contributed to the slippage. Co then followed up with them a couple of times in regards to returning the instrument for evaluation but with no response. In march 2003 they were told the pt died two days after the surgery. They have conducted an evaluation of the returned instrument and found: a. The instrument was manufactured on 10/01 and sold to the hospital on 12/01. It is over two years old. B. During the physical inspection of the subject instrument, they found the clamps were smooth and clean and there were no sharp edges, rough serrations or burrs on the clamps that could have caused any damage to any tissue. C. They clamped it on a thin rubber glove (<1mm) and thick silicon tube (approx 1cm dia.) And tried pulling the testing material; the clamps stayed on firmly with no slippage noted. D. They also inspected the ratchet handle and it works well; once the ratchet is locked it does not slide off and no unintentional opening in possible. Co heard about the incident on the event day and followed up with the hospital the next day. Co was not notified of the pt's death until 03/03/03. The device was returned to karl storz on march 17, 2003. This clamp is a stainless steel mechanical instrument. It does not have nay critical power source or component. The life expectancy of a mechanical instrument depends on the care and maintenance of the user. Karl storz offers one-year warranty on all mechanical hand instruments. According to the risk mgr of the hospital, there was an autopsy performed but not yet finalized, therefore no cause of death is listed yet.